Event description:
Customer reported, the nurse was drawing up 0.9 sodium chloride injection and protonic for dilution. They noted, that the rubber from the hypodermic needle was pushed through and retained in the syringe.